Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 525 (mg/dl) with ketones. Reportedly, the cause was undetermined, however the customer reportedly believed the pump was not delivering insulin as intended. Customer attempted to bring bg level down by delivering a manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.